Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 (mg/dl). Reportedly, customer did not eat before going to bed the previous night. Customer consumed juice to treat low bg level. Recommendation was made to contact health care provider to discuss diabetes management.